Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04156. The patient received his scs system including two leads (with different lot numbers). It was reported the patient had received reprogramming, but the stimulation was not effective. It was reported the patient may have an x-ray to determine if the leads migrated. The patient reported he had fallen more than once and reported receiving concussions. Follow up determined the patient was scheduled for an appointment with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.